Manufacturer narrative:
The black spots could be confirmed on the returned device. The spots originated in a suboptimal printing step during manufacturing. Since the black spots were obvious to the customer, the products were not used on patients and thus no patients were harmed. Due to the obviousness of the failure mode it is deemed unlikely that other probes showing this failure mode would be employed on patients. The printing process at spiegelberg was enhanced to eliminate recurrence of this failure mode.

Event description:
Black spots can be seen on the probe's tubing. The depth marks cannot be identified.

Event description:
Black spots can be seen on the probe's tubing. The depth marks cannot be identified.